Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose readings were 20-600 mg/dl. Customer was in the emergency room because of a low blood glucose reading. Customer mentioned that he was starting to crash, so he called the ambulance. Customer also changed the infusion set and stated that the battery was low. Customer's blood glucose was in the 30's mg/dl on sunday. Customer removed the pump and when he put the pump back on his blood glucose was over 600 mg/dl. Customer then changed the set and everything worked fine. Customer ate dinner last night and his blood glucose dropped to 59 mg/dl. Customer ate to treat and his blood glucose stayed low. Customer disconnected and when he reconnected, his blood glucose was over 600 mg/dl when he woke up today. Customer change the infusion set today. Customer stated there was a little white piece in the tubing. Customer stated that the cannula was bent over like a fish hook. Customer will be sent a replacement infusion set.